Event description:
It was reported that the vns patient was referred to the surgeon due to a recent increase in seizure activity, and possible high lead impedance result from a diagnostic test noted at a follow up visit. Good faith attempts to obtain additional information are currently underway.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.